Manufacturer narrative:
Device received with no button response at esc, act and up arrow button due to unlocked connector on lcd board. No button error alarm and audio or beep anomaly noted during testing. Device received with no button response at esc, act and up arrow button due to unlocked connector on lcd board. No button error alarm and audio or beep anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the buttons stopped working. Customer¿s blood glucose was 10.0 mmol/l at the time of incident. Customer reported that thee insulin pump started beeping and restarted by itself. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.